Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient had received inappropriate defibrillation therapy from the implantable cardioverter defibrillator. It was also noted on (B)(6) 2018 that inappropriate anti-tachycardia pacing therapy was delivered to the patient. On (B)(6) 2018 programming modifications were performed. No further information was reported.